Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 system using rf lot m012376 which did not match the clinical history of the patients. The results provided by the customer are shown. Per customer, the results for previous calibrator lot from (B)(6) 2011 are considered correct. The customer provided results with the new calibrator lot beginning (B)(6) 2011. The customer did not provide any confirmatory testing results so all low positive (20 to 30iu/ml) results provided by the customer are considered discrepant. The results were reported outside of the laboratory but there was no affect to patient treatment with regard to this event. This report is 1 of 8 reports being submitted for this event.

Manufacturer narrative:
The samples were serum. Per customer, qc results have been within specifications and other chemistries were not affected. A field service engineer (fse) discussed system performance with the customer and determined that the instrument was working within specifications. The root cause for this event is unknown but appears to be related to the reagent lot. The customer was sent a replacement. Additional mdrs associated with this event: 2050012-2011-05617; 2050012-2011-05618; 2050012-2011-05619; 2050012-2011-05620; 2050012-2011-05621; 2050012-2011-05622; 2050012-2011-05623.